Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported during the pulling of the angio-seal from the vessel (in order to attach between the collagen and the anchor), there was no resistance and no suture was seen. It was reported the procedure was performed according the IFU. Hemostasis was completed by manual pressure. Additional information was received on april 3, 2018. The patient's condition was good. The estimated blood loss was reported to be not significant. There was a procedure being performed prior to the use of closure device. The device was removed completely with no components left in patient.

Manufacturer narrative:
One used 8fr angioseal vip device was received for product evaluation. The device was received with the arteriotomy locator and guidewire were returned. The returned component was subjected to visual analysis where a blood-like substance was found along the hemostatic sheath and the main body of the device. The carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. Upon this realization, the device was subjected to functional testing. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Digital force was then applied to the anchor. The collagen and suture deployed as expected. The tamping tube did not deploy. The hemostatic sheath and carrier tube assembly were then cut and the tamping tube was observed in the inner lumen along with excessive blood-like substance. There is no evidence that this event was related to a device defect or malfunction. It is likely the causes for the event, may include the user not placing the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip. The anchor was able to be deployed when the proper deployment steps were followed. The tamping tube remained in the inner lumen of the carrier tube assembly due to the excessive blood like substance present in the returned device.